Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. While extracting the surgically abandoned right ventricular (rv) lead using laser sheath extraction, there was a vasculature tear which recured immediate open heart surgery. The patient was placed on bypass and the remaining leads and device were removed. There were no additional adverse effects reported.